Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient with discomfort presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high pacing impedance and diaphragmatic stimulation. No intervention was performed. The patient was stable. The lv lead will be further monitored.